Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 0357863. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples and the affected physical sample were returned for evaluation by our quality engineer team. Through examination of the provided samples, the observed foreign matter was identified as small printing foil particles on the barrel wall of the syringes and the plunger component. The process used to print the scale onto the bd emerald syringe is called hot stamping. A heated metal stamp is used to transfer a printing foil onto the barrel of the syringe. This is an approved and highly capable printing process for medical devices; however, in some circumstances, there is a possibility for minor ink particles to come off and remain attach to the external surface of the product. The presence of these ink particles should be very limited and very small in size, normally inappreciable under normal visual conditions. The risk associated with this issue should be low to negligible and should not represent any impact to the user or patient. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that syringe 10ml emerald bns had scale marking issues. The following information was provided by the initial reporter: black particles which come from the erasing of the marking of the syringe. We have carried out 50,000 kits and all our production has been polluted by these particles. Presence of black particles on the syringes at the level of the stop before the plunger (in major part). Product unusable because of particles: patient risk internal investigation: particles created due to the treatment of the markings. Syringes rubbing in supplier's bulk bag, removing marking.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml emerald bns had scale marking issues. The following information was provided by the initial reporter: black particles which come from the erasing of the marking of the syringe. We have carried out 50,000 kits and all our production has been polluted by these particles. Presence of black particles on the syringes at the level of the stop before the plunger (in major part). Product unusable because of particles: patient risk internal investigation: particles created due to the treatment of the markings. Syringes rubbing in supplier's bulk bag, removing marking.